Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 577 mg/dl. The customer had symptoms such as extreme fatigue and treated with insulin pen. Customer's blood glucose value was 305 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer reported delivery anomaly since she was not able to bring her blood glucose down with the pump. The product was not returned for analysis.